Manufacturer narrative:
One ensitex ac/dc power supply 24 volt 10 ampere was received for evaluation. Visual inspection revealed the power supply enclosure and power port connector shows signs of wear consistent with use over time. The lemo port connector was found to be separated from the cable end, and that pins 1 and 2 (+24 volt out) has physical deformity (electrical thermal damage), reproducing the port connector dis-connection/rotation. The power supply was tested with a digital voltage meter, using resistance than live voltage readings. The power supply functionally is still working as intended, despite the damage and the connector separation. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to a 24 lead pin connecting with a ground pin externally to this power supply.

Event description:
This report is to advise of thermal damage noted to the device found on analysis.